Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Review of transit time was within limits approved by eua. No additional analysis or investigation needed based on distributor action. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient is saying that due to the test sample sitting at a ups for the day, that is what caused the false positive. Requesting to retest. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.